Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), it was noted that the lp was unable to connect in docking mode. The lp was not used, and a new lp was implanted. The patient was in stable condition.